Manufacturer narrative:
This report is being submitted to correct the h6 "component code" from "3123 - tip" to "841 - imager". As well as to correct h7 and h9. Please see h7 and h9 for further details. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event was not caused by the endoscope but mishandling by the user. The event can be detected and prevented by following the instructions for use: - 4.3 using endotherapy accessories: warning: "always confirm that the electrode section of the electrosurgical accessory is an appropriate distance away from the distal end of the endoscope. Confirm that the green marking (in case of wli observation mode) at the distal tip of the electrosurgical accessory can be observed in the endoscopic image (see figure 4.4). If the electrode is used when too close to the distal end of the endoscope, the endoscope and/or ancillary equipment may be damaged. Using a damaged endoscope may cause patient injury. - appendix: warning: "if combinations of equipment other than those shown below are used, full responsibility is assumed by the medical treatment facility." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: bending section cover was leaking due to a hole, the insertion tube had scratches and dents, and bending section cover glue had a chip, lifting, and scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope was received back from cleaning and had air/ water leakages. This issue was found during reprocessing of an unknown therapeutic procedure. The device was returned for evaluation. During the device evaluation, the burnt and scratched distal end plastic cover was found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.